Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. However, the pump was received with intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping and scroll bar moving during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of keypad anomaly on their insulin pump. The customer states the up arrow is sticky and often times unresponsive. The customer's blood glucose at the time was between 300mg/dl and 400mg/dl. The customer's most current level was 125mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.